Event description:
Customer stated "control burst into flames. Wire/cord is torn from the heating pad (half torn)." Product was returned for investigation. An investigation was done into the customers complaint, and the inspector found that the cord had a small burn spot where the cord enters the switch. Cord was over flexed over an extended period to time and broke at the base of the switch causing sparks and burn mark. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.